Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus australia (oaz). Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oaz, omsc surmised that this phenomenon was attributed to the failure of the cable unit, which might be caused by the internal twist due to stress such as twisting to the cable unit being applied by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the endoscopic image of the subject device on the monitor flickered (a black flashing screen came up) when plugged in. This phenomenon did not affect the intended procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated, the endoscopic image of the subject device had streaky noise, and the camera cable was damaged (there were internal signs of twisted wires). The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.